Event description:
It was reported the lead had increased impedance measurements and high threshold measurements. The lead was partially removed and capped and a new lead was implanted. The physician noted the "insulation appeared worn on [the] yoke." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): performance data were collected from the device and analyzed. There were two patient alerts for right ventricular pacing lead impedance measurements of 1008 ohms on (B)(4) 2012. The weekly pacing lead measurement log data shows a gradual increase for minimum and maximum ventricular pacing impedance from 848 to 1024 ohms peak between (B)(4) 2011 and (B)(4) 2012. The proximal segment of the lead was returned and analyzed also. No anomalies were found. There was cosmetic environmental stress cracking on the outer tubing overlay and a cosmetic depression on the outer insulation. The analyst also noted there were no insulation depressions on the trifurcations. There are cosmetic depressions in the insulation noted on the connector which do not affect the lead performance.